Manufacturer narrative:
The investigation was unable to determine a definitive root cause for the event. Calibration and quality controls results were acceptable. Assay performance checks did not identify a system issue. The physician did not treat the patients based on the falsely elevated results.

Event description:
The customer alleged discrepant total prostate specific antigen (tpsa) discrepancies on 2 patient samples when testing was performed on the cobas 6000 e601 module. The initial results were reported outside the laboratory. The doctor questioned the initial results, at which time the laboratory repeated the tests. For patient #1 the initial tpsa was 67.14 ng/ml; the sample was repeated on (B)(6) 2010 with a result of 0.623 ng/ml. For patient #2 the initial tpsa was 66.20 ng/ml; the sample was repeated on (B)(6) 2010 with a result of 0.635 ng/ml. No treatment was given based on the initial results and no adverse events were reported in connection with the alleged discrepancies. The tpsa reagent lot # was 15617201. The field service representative was unable to determine the cause of the problem. He replaced the pinch tubing and checked and adjusted the prewash station sipper. In addition, he checked all related parts and verified instrument functions. Performance tests, calibration and quality controls were run and passed.

Event description:
User received a questionable low result for uric acid version 2 (ua2) on the cobas integra 400 plus analyzer. The event involved one patient sample that gave discrepant results. The initial result was 0.0 mg/dl. On (B)(6) 2010 the technical support specialist suggested the user inspect the probes due to an instrument alarm the user received. The user found the tip was missing off probe c. He replaced the probe and ran performance tests which were acceptable. The user then repeated the patient sample which yielded a result of 5.9 mg/dl. The patient was not affected as the initial result was not reported outside the laboratory. The reagent lot number for ua2 was 62799201. The issue was resolved by replacement of probe c. The user confirmed the analyzer continued to operate successfully following probe replacement.